Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to long-life o2 sensor early depleted. Initiated an o2 cell replacement.

Manufacturer narrative:
The customer provided log files, trending data, and picture and serial number of o2 cell. He also indicated that trends reveal presence of spontaneous breaths. Vyaire suspects defective o2 cell and initiated warranty replacement. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported mismatch between set and measured respiratory rate with the bellavista 1000. The connected patient was relaxed but the measured value was up to 36 while set value was 19. Also, vital sign monitor measured 19, same with using a stopwatch. High fio2 alarms were also active despite calibrations. The end user replaced the ventilator. No harm occurred with the incident.